Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when the c-arm is rotated the fluoro image sometimes is not displayed. The system functionality was recovered after a reboot. There is no report of injury or death associated with the event described in this complaint.